Event description:
On 10/11/06, the lay user/patient contacted lifescan alleging that her one touch ultra powers off during use even though her batteries were replaced 3 months ago. The medical affairs specialist contacted the pt on 10/12/06 to obtain/verify the following info. The pt takes metformin and a "purple pill" every monrning and evening and controls her blood glucose during the day with her diet. 2006 afternoon, the pt obtained a successful meter reading of "186 mg/dl" with no symptoms of high or low blood glucose around 2:45pm later the same day, she became dizzy, light-headed, shaky, and felt like passing out. She attempted to test on her meter, but the meter would power off before the meter completed the result countdown. Following the attempted test, she ate chicken and beans and stated that he helped her symptoms get better, but they were not completely gone. At 4:14pm, she went to her dr for an unscheduled visit and discovered that her blood glucose was "460 mg/dl" on the dr's meter and was treated with a shot of insulin. Once her symptoms were gone, the pt got a "183 mg/dl" on the dr's meter. This complaint is being reported because the pt was unable to test while experiencing symptoms that would suggest low blood glucose. The pt administered self-care with food; however, when she got to the dr's office, she discovered that her blood glucose was elevated and rec'd an insulin shot from her dr. It is not clear if her symptoms were related to her blood glucose as they are more typical for hypoglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.